Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that device detachment occurred inside the patient's body. During a percutaneous transluminal angioplasty, an opticross¿ imaging catheter was used to diagnose a 100% stenosed target lesion located in a moderately tortuous right anterior tibial artery. Diffuse lesion length was over 20mm and the tapered vessel diameter was 2.0mm to 3.0 mm vascular access was obtained via right femoral artery with an antegrade approach. After dilating the lesion with a 2.0mm unknown balloon, this device was advanced to the lesion but was not able to fully cross the lesion and the imaging was performed at the crossed area. When the device was removed from the patient, it was found out that 20 cm of the imaging core and the outer sheath remained inside the vessel. An unknown snare was inserted to the patient and they attempted to remove the remained portion of the device but only the imaging core was removed. Then they used an unknown retrieval device via the right dorsal pedis artery to remove the remained portion of the sheath but was unsuccessful. Eventually, the remained portion of the outer sheath was pushed with a balloon catheter which was inserted from the femoral artery and was retrieved from the dorsal pedis artery. The physician assumed that detachment occurred since the device was trapped in the lesion when the device was pushed. The physician who uses opticross usually did not feel severe resistance when detachment occurred but the physician said it was possible that the device got stuck with the lesion harder than he/she thought. The dilatation of the vessel was completed and there was no issue based on the angiography. The procedure was completed with this device and no patient complications was reported.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. The device was received back in three pieces: the hub assembly to the broken lap joint sheath assembly, approximately 131.0 cm long, the imaging window (from lap joint) to the sheath distal tip end assembly, approximately 28.0 cm long, the detached imaging core from broken end to transducer distal housing tip, approximately 25.3 cm long. Examination of the returned device revealed kinks in the broken imaging window assembly at 2.0 cm and 2.1 cm from distal tip end. Stretched and flatten section approximately 3.0 mm long of the imaging window was observed. The guidewire (gw) exit port was lifted 1.0mm. A test guidewire (0.014") was inserted into the gw exit port at the distal tip. There was no indication of resistance in tracking the gw through the gw lumen. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that device detachment occurred inside the patient's body. During a percutaneous transluminal angioplasty, an opticross imaging catheter was used to diagnose a 100% stenosed target lesion located in a moderately tortuous right anterior tibial artery. Diffuse lesion length was over 20mm and the tapered vessel diameter was 2.0mm to 3.0 mm vascular access was obtained via right femoral artery with an antegrade approach. After dilating the lesion with a 2.0mm unknown balloon, this device was advanced to the lesion but was not able to fully cross the lesion and the imaging was performed at the crossed area. When the device was removed from the patient, it was found out that 20 cm of the imaging core and the outer sheath remained inside the vessel. An unknown snare was inserted to the patient and they attempted to remove the remained portion of the device but only the imaging core was removed. Then they used an unknown retrieval device via the right dorsal pedis artery to remove the remained portion of the sheath but was unsuccessful. Eventually, the remained portion of the outer sheath was pushed with a balloon catheter which was inserted from the femoral artery and was retrieved from the dorsal pedis artery. The physician assumed that detachment occurred since the device was trapped in the lesion when the device was pushed. The physician who uses opticross usually did not feel severe resistance when detachment occurred but the physician said it was possible that the device got stuck with the lesion harder than he/she thought. The dilatation of the vessel was completed and there was no issue based on the angiography. The procedure was completed with this device and no patient complications was reported.